Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level, although no specific value was provided. Reportedly, due to the low bg, the customer required assistance in consuming juice from their spouse due to the customer "feeling weak". Recommendation was made to consult with a healthcare provider regarding diabetes management.